Manufacturer narrative:
Although nothing is being returned for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged.

Event description:
The affiliate reported that the tip of the inserter broke during the operation, and fell into the patient. The tip was successfully retrieved from the body, and the doctor used another device to finish the procedure. There were no adverse consequences to the patient.